Event description:
It was reported that the patient presented in clinic for initial leadless pacemaker (lp) implant procedure. Upon the first positioning attempt, failure to capture and r-wave amplitude variation were noted. During repositioning, it was observed that the helix of the lp was sprung. The procedure was completed using an alternate lp on (B)(6) 2026. There were no patient consequences.